Event description:
In this event a doctor reported that a patient was burned inside the mouth when they came in contact with a stylus handpiece that allegedly overheated.

Manufacturer narrative:
The doctor prescribed a prescription ointment to treat the burn. Upon evaluation of the handpiece, it was determined that the dental office had replaced the cartridge set with an aftermarket, non-dentsply specified cartridge set. Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to have a non-dentsply aftermarket cartridge set.